Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. Blood glucose level at the time of the incident was not reported. Customer stated the device was exposed to moisture. The customer submerged the insulin pump in water when the critical pump error went off. The customer also reported other insulin pump errors before the critical pump error. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, active current measurement tests; it failed sleep current measurement, and self tests. The self test returned a pump error . No other unexpected errors including critical pump error were noted. Per visual inspection there were signs of corrosion inside the battery compartment, on the electronic board particularly in the area of the battery connectors, and on the back of the lcd display. Device has a crack which runs horizontally across the battery threads parallel to the top. Also the s/n label located between the belt clip rails is illegible.